Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 10 months post implant of this 12mm pulmonary valved conduit, the patient received an 18mm pulmonary valved conduit. It is unknown if both conduits are in the same position, and why a second one was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 4 years 10 months post implant of this 12 mm pulmonary valved conduit it was explanted and replaced due to severe pulmonary insufficiency and stenosis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.